Event description:
Customer was hospitalized in 2001. Customer was admitted for dka, within 24 hours customer was feeling better and the doctor put customer back on the pump. While customer was on the pump, customer went back into dka again. This is a replacement pump. Lead screw test was performed without a reservoir on the pump. Lead screw made one complete rotation.